Manufacturer narrative:
Additional information: d11

Event description:
It was reported that at august 6th the equipment has a full tank alarm, but it was not full. Another 800ml reservoir was placed. In the late afternoon of august 6th, the alarm was repeated and the reservoir was changed again. At august 7th, the full reservoir alarm returned and they replaced it with a 300ml reservoir. The alarm still on, with a new 300ml reservoir being applied. The renasys touch equipment was changed keeping the last 300ml reservoir that had been applied and was working correctly. No harm or damage was reported to the patient but it was reported disturbance due to the noise of the false alarms.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned and evaluated. A visual inspection reported no defects. The functional evaluation found no faults with the device's alarm system, it performed within expected parameters. We could not establish a relationship between the device and the event reported. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.